Manufacturer narrative:
On 28july 2016 it was prepared a final report with the information already reported in the initial report. On 02 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 20 may 2016 ceramtec provided a document review of the non-medacta product - ceramic liner - involved in this complaint in which no anomalies have been detected. Batch reviews performed on 27 may 2016. Lot 124699: (B)(4) items manufactured and released on 15 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Quadra-h, cementless, ha coated stem size 5 std, code 01.12.025, lot. 123628 (k082792). (B)(4) items manufactured and released on 21 november 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Versafitcup flat pe liner ø 32 / f, code 01.26.3248stt, lot. 125464 (k103352). (B)(4) items manufactured and released on 01 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision planned due to a suspicion of infection.